Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via fluoro proximal to the rv coil. No electrical anomalies were noted. Lead remains implanted and patient to be monitored.